Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: what was the clip formation? Not completely closed and sealed the vessel, there are some malformed clips returned. Were the clips malformed? Yes. Were the clips scissored? Not this time. Were the clips unformed? Some of them while testing. Will clips be returning with the device? Yes. What procedure was being performed? Laparoscopic gastrectomy. How was the case completed? Using another el5ml was there any patient consequence? Non reported.

Event description:
It was reported that during an unknown procedure, ¿the clips cannot be smoothly fired, and the formation is not satisfying (as returned clips showed).¿ it is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m9025m. Additional information was requested and the following was obtained: what was the clip formation? *not completely closed and sealed the vessel, there are some malformed clips returned. Were the clips malformed? Yes. Were the clips scissored? Not this time. Were the clips unformed? Some of them while testing. Will clips be returning with the device? Yes. What procedure was being performed? Laparoscopic gastrectomy. How was the case completed? Using another el5ml. Was there any patient consequence? Non reported. The analysis results found that the el5ml device was received in good visual condition. In addition, 1 conforming and 2 malformed clips were received in a bag with the device. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.